Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during removal device initially broke off / removal of fragments too') and pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B63029-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("vaginal bleeding"), abdominal distension ("gi conditions"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vitreous floaters ("vision problems"), vision blurred ("vision/eye problems type: blurred vision"), constipation ("gastrointestinal or digestive system: constipation") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure and essure removed, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, fatigue, alopecia, nausea, weight increased, vitreous floaters, vision blurred, constipation and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for - pain, bleeding, bladder/urinary problems, migraine, headaches, fatigue, gi conditions, hair loss, nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: bilateral occlusion, essure devices seen in place bilaterally at the fundal uterus on transverse imaging using the trans abdominal technique.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: update of information (batch is not valid).fup 4 and fup 5 processed together. On 6-feb-2020: medical records received. No new clinical information received. Laboratory data result was updated. Fup 4 and fup 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased and visual impairment had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems, migraine, headaches, fatigue, gi conditions, hair loss, nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event pelvic pain/chronic, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), uti, vaginal infection, vaginal discharge, migraine, headaches, fatigue, gi conditions, hair loss, nausea, weight gain, vision problems. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during removal device initially broke off') and pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B63029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), vitreous floaters ("vision problems"), genital haemorrhage ("abnormal bleeding (general)"), vision blurred ("vision/eye problems type: blurred vision"), constipation ("gastrointestinal or digestive system: constipation"), vaginal haemorrhage ("vaginal bleeding") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral partial salpingectomy and removal of essure and essure removed, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vulvovaginal mycotic infection, vaginal discharge, migraine, headache, fatigue, abdominal distension, alopecia, nausea, weight increased, vitreous floaters, genital haemorrhage, vision blurred, constipation, vaginal haemorrhage and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for - pain, bleeding, bladder/urinary problems, migraine, headaches, fatigue, gi conditions, hair loss, nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received. Events- device breakage, genital bleeding, vaginal yeast infection, floaters; blurred vision,bloating; constipation & vaginal bleeding were added. Lot number was added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.